Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The date of event is an approximation. According to a report received via the tandem customer technical support team on or around (B)(6) 2025, tandem notified dexcom that a patient had reported a ¿series of failed cgm sensors led to a hospitalization.¿ the patient was using a tandem insulin pump (model unspecified) at the time of the incident. No additional details were provided regarding the patient¿s symptoms, treatment, or the duration of hospitalization. Attempts to contact the patient for further information were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation on 07/01/2025. The probable cause could not be determined. No additional patient or event information is available.